Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. It was reported the patient¿s cgm app had not provided an audio alert when the value went below the low threshold. The patient had placed his phone farther away from him for the night. The parents reported their follow app flashed and displayed a cgm value; however, there was no audible alert. The parents checked on the patient and found him confused and unable to recognize them. A blood glucose (bg) was performed which was 1.8 mmol/l. Emergency medical services (ems) was called; however, the estimated wait time was 45 minutes, so the parents treated the patient with oral glucose gel. The patient responded to the glucose gel and ems was cancelled. The patient glucose levels stabilized after 20 ¿ 30 minutes, and the patient fully stabilized after a couple of hours. The patient was unable to recall the incident. The sensor insertion site and date were not provided. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident and his low alert threshold was set to 4.3 mmol/l. At 12:43 am on (B)(4). 2021, the patient received a visual urgent low soon alert with an egv of 4.4 mmol/l. At 12:48 am, the patient's estimated glucose values dropped below the low alert threshold and he received another visual urgent low soon alert with an egv of 3.9 mmol/l. At 12:53 am and 12:58 am, the patient received another two visual urgent low soon alerts before dropping below the urgent low threshold at 1:03 am with an egv of 2.8 mmol/l. The patient received a visual urgent low alert at this time. At 1:08 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.3 mmol/l. At 1:13 am, the patient received a third urgent low alert, this time at full volume, with an egv of low (less than 2.2 mmol/l). The patient continued to receive urgent low alerts at full volume every five minutes until the alert was acknowledged at 1:27 am. The patient's estimated glucose values rose steadily after that and he crossed back into stable range at 1:33 am with an egv of 5.2 mmol/l. His values briefly rose above the high alert threshold of 10.1 mmol/l from 1:53 am to 2:03 am and then dipped back into stable range where he remained thereafter. The complaint of intermittent audio output is confirmed as the patient did not receive an audible alert until he was already suffering from hypoglycemia. The root cause of the reported incident was likely use error as the patient's always sound feature was disabled at the time of the incident. The device performed as intended and functioned within specifications and patient settings. No additional patient or event information is available.